Manufacturer narrative:
The fiber was replaced by lumenis under RMA. It is possible for the stainless steel tip of the duotome 550 fiber to detach from the fiber during use. The directions for use instruct the end user to locate the detached tip and remove it using forceps, irrigating the area well to remove any debris. In the original analysis, this incident was determined by lumenis not to be MDR reportable. This incident was later reclassified by lumenis as MDR reportable as a result of an internal audit and the FDA letter dated july 25, 2006.

Event description:
Customer reported that as soon as the physician stepped on the pedal, the stainless steel cap of the fiber flew off during a holap procedure. The physician completed the procedure with another fiber. After completing the procedure, the physician found the stainless steel cap of the first fiber to be lodged on the back wall of the bladder. The physician retrieved the fiber fragment from the pt with the grasping forceps and did not expect any sequelae; there was only a little defect in the bladder wall that will heal itself. The case was successful and the pt was fine.